Event description:
The customer reported that the insulin pump alarmed. The customer stated his blood glucose was as low as 68 mg/dl and he treated his sugar level with food before calling. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with an alarm during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the cracked reservoir tube.